Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not delivering any power. A replacement kit was opened and still no power. Finally the cord and pigtail adapter were changed and power resumed to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for lots 25114007, 25114608 and 25115559 the last 3 lots shipped to the account prior to the event date. There was no non-conformance recorded in the lot history.